Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as fold flaw opening. Additional observations: crease fold, stress marks and wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, g2, h3, h6.

Event description:
Patient reported left side deflation. Device has been explanted and replaced.